Event description:
Patient was contacted directly with stryker iberia to ask if there have been any similar issue in stryker with the products implanted to him. The given information by the patient was: in 1994 he was operated for the first time and products used in this surgery were an abg prosthesis, (no information about references and lots number). In (B)(6) 2008, the polyethylene was replaced, the reason given by the surgeon to do that was a polyethylene's wearing away. In that moment, patient has informed that he had an infection because of that the complete prosthesis was retrieved.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, then it will be submitted in a supplemental report. Catalog numbers and lot codes of other devices listed in this report: femoral head: cat #465301, lot #g2583269. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. The event involves devices that are not cleared for sale in the u.s., but a similar device is commercially available in the u.s.